Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side event of deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, white particles in device inner surface, total delamination of valve and wear abrasion. Leak test and microscopic analysis was performed which identified total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as cohesive failure. Additional, changed, and/or corrected data: b5, d6b, d4, d9, h3, h4, h6.

Event description:
The device has been explanted and replaced.